Manufacturer narrative:
The product was returned and evaluated. The reported problem could not be duplicated. Testing was completed without any issue; no problems were found. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported a patient underwent abdominal liposuction treatment on (B)(6) 2018. There was no immediate adverse event during the post-op period. Patient returned for follow-up on (B)(6) 2018 and the doctor noted areas of significant burns. The doctor reported that 1st, 2nd, and a quarter-sized 3rd degree burn are was seen in the lower abdomen and abdominal flank. A photo provided by the doctor shows a burn and crust from left to right flank and abdomen. Patient was treated with creams, ointments and antibiotics. Doctor reports that on subsequent visits, there were more areas of 3rd degree burns. Patient was referred to a plastic surgeon where a debridement and secondary closure was done. Doctor indicated patient is recovering and permanent scarring may or may not occur.

Manufacturer narrative:
An independent medical review of the case was discussed with information about event and system evaluation. The medical review concluded that the physician applied excessive vaser energy to the patient resulting in thermal injury. An hour and half of vaser time was excessive and would require a large amount of wetting solution. Wetting solution buffers rise in temperature. Small increases in temperature equate to low temperature burns that can take days to show up causing vascular interruption. A review of the manufacturing records showed all requirements were met. Service and engineering evaluation of returned device found it was working within specifications. No device problems found. Vaserlipo technology is benign on tissue and focuses on fat disruption. Based on the available information and independent medical review, the event was caused by operator technique or user error as excessive vaser energy without enough wetting solution to the patient resulted in thermal injury. After report of the event, solta sales representative visited the clinic and reeducated the physician on technique and training principles. No other adverse events have been reported since this follow up from the site.